Event description:
It was reported that the lead was explanted due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 10.7-13.1cm from the electrode tip. The etfe coating was intact at this abrasion location.